Event description:
Defective balloon that inflated unevenly on pediatric trach. Bivona silicone tracheostomy tube ref: 67sp035 lot: 4289477, exp: 09/13/2027. This device was returned to the manufacturer for investigation.